Event description:
Mpctmtk actuator not working properly, dealer stated when there is weight on the center mount the actuator will run but needs to be assisted in order to raise up, will not raise up without assistance.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.